Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer, "accucath ace intravascular catheter 20g retracting needled device did not retract. Staff had to manually pulled the need out. Staff was successful with no injury to that patient or staff." 03/17/2023 additional information: it was reported by the customer "insertion was completed. The safety issue was mostly with risk to the staff because the staff had to manually retract the needle."